Manufacturer narrative:
(B)(4) suture needle detached.

Event description:
It was reported to boston scientific corporation that after placing the first leg of the uphold vaginal support system, slight resistance was experienced when removing the right sleeve. Upon removing the sleeve from the body, the needle detached from the suture outside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿stable.¿